Event description:
It was reported that the patient had damage to the black power lead on the controller that would require exchange. The patient had a known internal short to shield so log files were submitted for review to ensure the controller exchange was safe. Log file review found that there had been no speed reductions or pump stop events. The controller was exchanged.

Manufacturer narrative:
History of short to shield captured under MFR. # 2916596-2021-01595. Manufacturer's investigation conclusion: the reported event of damage on the black power cable was not confirmed. Additional information provided stated that the heartmate ii system controller (serial number: pcx-18512) was exchanged and that the exchanged controller would not be returned for evaluation. The submitted log file contained approximately 5.5 days of data (29apr2023 ¿ 05may2023 per the timestamp). The log file captured decreased relative state of charge (rsoc) and bus voltages while connected to the power module; however, the voltages did not drop low enough to activate any additional associated alarms. The rsoc and bus voltages ranged approximately between 13.4 v and 13.9 v when the issue occurred; it should be noted that the rsoc voltage drops was only observed on the black power cable. The rsoc and bus voltages should be approximately 14 v while connected to the power module. Although not conclusively determined, the drops of voltage may be consistent with the reported damage on the black power cable. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 03dec2019. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and patient cable for damage. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.